Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle retrieved during the same initial procedure? Was a re-operation required to remove the needle? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2024 and suture was used. The suture malfunctioned and the needle was retained in the body and patient was returned to the or for removal. The suture popped off the needle inside the patient when passing through. They were able to obtain the needle and complete the rest of the case without patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: was the needle retrieved during the same initial procedure? No, patient had to be reopened. Was a re-operation required to remove the needle? Yes what instruments were used to grasp the needle? Unkown where was the needle grasped during use? Unknown were x-rays performed to localize the needle fragment? Unknown please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure unkown date and name of index surgical procedure? 7/2 the diagnosis and indication for the index surgical procedure? Unknown what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unkown on what tissue was the suture used? Unknown what was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown please describe any medical/surgical intervention required for this suture event including dates and results. Fluoroscopy and re-incision did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The suture ¿popped¿ off the needle, inside the patient, after the needle was passed through the patient¿s fascia other relevant patient history/concomitant medications? Na what is the physician¿s opinion as to the etiology of or contributing factors to this event? Na what is the patient's current status? No patient consequences lot number? Na ¿ code j603h.